Manufacturer narrative:
Complaint numbers: (B)(4). The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling.

Event description:
The heatlhcare provider reported injecting 1cc of evolysse smooth into the lips and marionette lines of a patient. The patient experienced hard lumps around the mouth area.